Event description:
It was reported that during an open low anterior resection procedure, after a few actuations, the jaw remained in closed position even though the handle was not grasped. The doctor opened the jaws by hand, but the jaw became closed right way. Another device was used to complete the procedure. The sales rep checked the device and found that upper side of I-blade was broken and missing. The broken piece was found under the operation table. No pieces were left inside the patient. There were no adverse consequences for the patient.

Event description:
It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the patient returned for scheduled follow-up on (B)(6) 2010 and what appeared to be a "piece of suture" was visible at the arteriotomy site. The physician described what he saw as like a "bee sting", a small bump with what looked like a "bee stinger" visible at the skin surface. It appeared to be approximately 1 cm. The physician called in another cardiologist and using a hemostat pulled what was thought to be the proglide suture out without any problem. After the physicians examined the piece of material it was determined that the object was not part of the proglide suture, the piece of material was not blue in color but appeared to be "white or slightly opaque". The physicians are also not sure where the piece of material originated. There were no reported adverse patient effects. Though requested, patient data including past medical history was not provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigma procedure, the active part of the jaw broke off. The surgeon took another instrument to continue operation. No further information available. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Added additional information the device was received with the top side of the I-blade broken, the missing portion of the blade was returned. This affected the jaws mechanism resulting in the inability to open and close the jaw. The jaws can be manually opened and closed. The instrument was disassembled to further inspect the jaw interface, minor scuffing was seen on the lower portion of the blade. No conclusion could be reached as to how the I-blade became damaged.

Manufacturer narrative:
(B)(4). Conclusion corrected. The device was received with the top side of the I-blade broken off. The broken I-blade component was returned with the device. The broken I-beam will not provide normal function of opening and closing the jaws of the device as the tab on the I-beam is a key feature to provide those functions. However the device can be opened and closed with the I-beam traveling in the bottom jaw and the top jaw not affected. The instrument was disassembled to further inspect the jaw interface, minor scuffing was seen on the lower portion of the blade. No conclusion could be reached as to how the I-blade became damaged.